Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause loss of consciousness.

Event description:
It was reported that an unspecified app issue occurred. The date of the event is an approximation. On (B)(6) 2025, the patient contacted support to report an issue with the alert function on her cgm display device. She expressed frustration with the snooze feature settings and the default time interval. During the call, the patient stated that she had ¿passed out five times the previous day¿ attributing these episodes to the cgm alert settings and intervals. No symptoms, treatments, or additional clinical details were provided at the time of the call. Despite follow-up attempts by technical support to obtain clarification regarding the reported events, the patient did not respond. As a result, no further information regarding the incidents was available. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 07/17/2025. Data was further reviewed. An alert/notification settings issue was undetermined. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.